Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. Unit was successfully downloaded using thump software. However on adapt, confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 15:23:09.000 in pump downloaded history during bolus. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. Moisture damage noted on pcba1, force sensor, and j6 connector. The following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, stained keypad overlay, missing display window/cover, and scratched case. In summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing, however found in download history review. Unable to verify for high bg's. Moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. The customer reported the following led up to the event: the event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No further patient complications were reported. The customer will discontinue using the device. Mmt-1885 was requested and customer response was the device will be returned.